Event description:
Caller reported cartridge alarm 20. There was no adverse impact to the customer¿s blood glucose level. Cts reviewed the loading process, and after repeated unsuccessful attempts to load a cartridge and resume insulin therapy, it was decided to replace the pump. Customer was informed about receiving a new pump with updated software. Instructions were provided for placing the old pump in storage mode and returning it to tandem. Backup therapy via mdi was arranged to ensure uninterrupted insulin delivery. Cts confirmed the shipping address and provided necessary instructions regarding the replacement pump, which the caller understood and acknowledged.